Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, the monitor will not power up. The cause of the inability to power on was isolated to a shorted capacitor on the computer/analog pca. There were signs of thermal damage under. The root cause of the shorted capacitor cannot be positively identified.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.